Event description:
The customer stated that the audio alarm was not working. The nellcor puritan-bennett customer support engineer (npb cse) verified the nonfunctional alarm and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.